Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the perfusate would not flow into the irrigation lumen.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. The sample has been evaluated and it was observed that water could not flow out through the irrigation eye. The catheter was dissected and it was found that the irrigation eye did not penetrate properly that contributed as per reported event. A potential root cause for this failure mode could be operator error- missing irrigation eye/poor irrigation eye/irrigation lumen blockage. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warning]. Method for use. Do not inflate the balloon in the urethra.[the urethra may be injured.] Do not pull the catheter hard.[the bladder/urethra may be injured] applicable patients. Patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged] [contraindications]. Method for use: do not reuse. Do not rasterize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petroleum and animal oils). [They may damage he device and may burst balloon]. Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients. Patients who are or have been allergic to natural rubber latex. Patients with known allergy to silver-containing catheter."

Event description:
It was reported that the perfusate would not flow into the irrigation lumen.